Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it was confirmed that there was plating peeling of the c cover and falling of the insertion part snake tube. However, it could not be determined whether it was due to stress or handling, and other factors. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. As a result of confirming the monthly analysis report, there was no increase trend. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, watertightness not maintained due to holes in the insertion tube, peeling of the plating on the plastic distal end cover, insertion tube discolored, resin part of the ig tube fallen off, bending angle insufficient due to the elongation of the angle wire, curved rubber bond cracked due to external factors, universal code collapsed, and peeling of the plating of the electrical contact of the video connector recognized due to external factors were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an insertion part pinhole and cut were noted with the visera rhino-laryngo videoscope. During a standard service inspection of the customer returned device, the resin part of the ig coil fell off. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.